Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Reportedly, the customer experienced ulcers due to vomiting. Customer was treated with intravenous fluids of saline, manual injections, pain medication to address the bg and medication for the ulcer. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.